Event description:
An atetept was made to implant a scuba stent in a patient. The device was flushed post removal from the hoop with no difficulty and/or abnormality noted. The target lesion was described as tortuous and calcified. No pre-dilatation was perofrmed. However it was reported that some difficulties were encountered and the stent could not be deployed. The scuba device was removed from the patient and another stent was used to complete the procedure. There was no injury to patient.

Manufacturer narrative:
Evaluation - (based on the information available no root cause can be determined). (B)(4).